Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon examination, it was discovered that the right ventricular lead exhibited a high out of range high voltage impedance anomaly. The high impedance was triggered on (B)(6) 2020. The clinic elected to continue to monitor the high voltage impedance trend at this time. No patient symptoms were noted.